Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reported that due to screw fracture the implant was removed, another implant was placed during the same surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One nanotite tm certain® implant 4 x 11.5mm (nioss411) was returned for investigation. Visual evaluation of the as returned product identified significant wear and debris about the implant threads and collar. The internal drive feature is noted to contain the fractured screw, which is too badly damaged to be removed. No pre-existing conditions were noted on the per/pre-existing conditions noted on the per are xxx. The reported product was located on tooth # 36 (fdi) and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 984732. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (984732) for similar event and no other complaint was identified. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred. The screw cannot be disengaged from the implant drive feature. The reported event was confirmed.